Event description:
It was reported that the patient complained that it was difficult to sustain intercourse with his spouse due to the spectra penile prosthesis (spp) bent. The device was replaced with a new spp. The size of the previous device was appropriate for the patient. The patient improved and had a good outcome following the procedure.

Manufacturer narrative:
Investigation summary: with all the available information, boston scientific concludes that the reported device issue was not confirmed. The spectra cylinders performed within specifications. Device history record (DHR): the device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. Device technical analysis: the spectra cylinders were visually inspected, microscope examined and functionally tested; no visual damages were found upon inspection. Both cylinders passed the bend test. The cylinders therefore performed within specification. Product analysis was unable to confirm the reported event. Labeling review: a review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. Investigation conclusion: based on the information available, a conclusion code of no problem detected was assigned to this investigation.

Event description:
It was reported that the patient complained that it was difficult to sustain intercourse with his spouse due to the spectra penile prosthesis (spp) bent. The device was replaced with a new spp. The size of the previous device was appropriate for the patient. The patient improved and had a good outcome following the procedure.